Manufacturer narrative:
Follow-up 08/01/2016: customer reported that they changed their infusion site again and their blood glucose levels are returning to target. No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. Device not returned.

Event description:
It was reported that the customer has experienced elevated blood glucose (bg) levels of up to 300 (mg/dl). Customer changed their infusion site and administered a correction bolus with the pump to treat their bg level; however, bg levels remained elevated and customer administered another correction bolus. System check with tandem technical support indicated pump was performing as intended. Recommendation was made to consult with health care provider to discuss diabetes management. Customer indicated that they would change their infusion site again.